Event description:
It was reported that the patient complained of fatigue. The atrial lead had no capture and no sensing. An x-ray showed the lead in an appropriate position. The patient was noted to have stated amiodarone approximately nine months earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator 2009. (B)(4).